Manufacturer narrative:
The patient¿s weight was not provided. The referenced suspected device thrombosis resulting in a pump exchange was reported under medwatch MFR report # 2916596-2017-01948 (B)(4). Approximate age of device ¿ 2 years, 1 month : the device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017, the patient experienced a left middle cerebral artery (mca) stroke with unspecified residual deficits. The patient¿s inr was in the 1.4 range at the time of the stroke; otherwise, the inr had been within range. The patient was admitted to the hospital and subsequently experienced signs of suspected device thrombosis resulting in a pump exchange on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A correlation between the evaluation findings of the returned device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.